Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Boston scientific technical services (ts) discussed possible causes and provided options for troubleshooting. Additional information was received indicating that the patient is scheduled for a rv lead revision. A defibrillation threshold (dft) test was performed three months ago and the impedance measurement dropped from 125 ohms to around 60 ohms in all three vectors. At this time, this system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A lead replacement was considered however the patient declined a new lead. No further troubleshooting was performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted high shock impedance measurements and erratic sensing measurements. Further troubleshooting was performed and it was determined that the distal coil was the damaged coil. No adverse patient effects were reported. The lead remains in service.